Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via (B)(6) transmission, intermittent undersensing was noted on the device. The device has intermittent sensing causing collection of pause episodes on the implanted cardiac monitor. Programming changes were discussed. No further information is available at this time.